Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Date of birth not available. Not applicable for this device. Implant & explant date: not applicable for this device. Report source: study name - learn registry. The altatrack guidewire was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Recall: (if recall number is given) & correction/removal rpt number: (recall numbers:): do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a peripheral therapeutic procedure, a altatrack berenstein catheter was loaded over an altatrack guidewire. While cannulating in the left renal artery, a dissection occurred. The lesion was wired with an 0.014" non-manufacturer's's support wire and covered with a stent. There was no device malfunction reported. This adverse event is being submitted because a dissection occurred and required stent placement.

Manufacturer narrative:
Block b5: the second dissection was found during periodic review of the learn registry database.

Event description:
Additional information received on 16nov2022: a second dissection covered by a stent was noted in the left renal artery accessory, related to the same altatrack device from the initial report.